Manufacturer narrative:
A cardioquip customer submitted photos of tubing to cardioquip for investigation. Due to the discoloration of the tubing and an hpc test with results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The device was then returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and was fully functional.

Event description:
The customer reported that the device has black colored lines in the bottom.